Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. A zoll technician contacted the customer with troubleshooting recommendations. It was explained that the pal ext setting is useful for ECG ii or ECG iii and the correct channel should be selected. Otherwise, in pacer mode the ECG channel will automatically switch to the appropriate one. The customer was able to resolve the report with these recommendations. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal. Complainant indicated that there was no patient involvement in the reported malfunction.